Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had alarmed unexpected restart. Customer's blood glucose was unknown. The insulin pump is not being returned for further analysis.